Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. While reviewing the event log, the se reported that the device had recorded a "check vent: proximal pressure sensor auto-zero failed" error code (110b) in the event log. The se replaced solenoid valves 3 and 4 to resolve the issue. The se performed periodic maintenance, and reported that no other malfunctions were found. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.